Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine sulfate 20 mg/ml for a total dose of 3.305 mg/day and bupivacaine 20 mg/ml for a total dose of 3.305 mg/day via an implantable pump for non-malignant pain. It was reported examination on (B)(6) 2018 revealed the pump was inverted in the pocket. On (B)(6) 2018 the pump was repositioned where the pump was re-inverted under fluoroscopy without problems. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was pump inversion. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the cause of the inverted pump was not determined. It was noted that the intervention of repositioning the pump was a non-surgical intervention. The patient's baseline weight was (B)(6). No further complications were reported.